Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2e3sv implanted: (B)(6) 2022: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient reported they had a burning sensation in their left pelvis and lower back that feels like they have been bitten by a shark from the lower part of their rib to their kneecap. The patient underwent replacement surgery about 3 weeks ago and indicated symptoms started since they had the surgery. However, patient then commented that they are still getting shocked like before the surgery and "there was a kink in the wire" and they put dissolving mesh around the implant and put it higher. Patient could not lean up against anything without getting nauseous, couldn't walk or pick up their left leg, had elimination issues, and had a sharp burning pain in the left front pelvis where an ovary would be, however they don't have ovaries. Patient was not able to attend their post operative appointment because of the hurricane and had to relocate to florida. Patient was already on the highest dose of tizidine and gabapentin and they had passed out twice since they had been in florida and that told them something was still not right. They had not tried turning the stimulation off because they did not want to and their healthcare provider (hcp) also did not want them to. Patient stated they went to get an x-ray taken to see if there was something wrong with the wire placement. They believed the program they were on had the pulse width set too wide which was causing them great irritation with their sciatica and the lower left side of their vagina. Ps offered to assist patient with decreasing amplitude or changing to a different program but the patient refused, stating they did not want to play roulette with the device programming. The patient preferred to meet with a trained hcp in florida who could assist them in person. Event date was not clear due to the ambiguous description patient provided.